Event description:
The customer reported a falsely elevated high-sensitivity troponin I (tnih) result that was obtained on 1 patient sample on a advia centaur cp instrument. The erroneous tnih result was reported to the physician(s). The patient was redrawn, and the repeat result was lower than the erroneous result. The initial sample was repeated on the same instrument and obtained the same initial value. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on 1 patient sample on an advia centaur cp instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed a visual inspection, checked the error log, the cse performed a total service protocol and found the rinse block leaking. The rinse block was replaced. The aspirate and dispense, dark count and contamination were checked. A 10-patient sample precision run was performed, and one patient outlier was observed. The cse returned on a subsequent visits and performed a decontamination, replaced all consumables, pump tubing and the waste tubing connector. The instrument was primed, and a 10-patient sample precision run was performed, and all results were found to be acceptable. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00098 on 15-may-2024. Additional information (16-may-2024): in addition to the service activities provided in the initial report, the customer service engineer (cse) replaced the wash block and the resuspend injector. Precision testing was performed, and all results were found to be acceptable. Siemens further evaluated the event and concluded that reagent issues can be ruled and the service activities in the initial report and this report returned the instrument to normal operation. The investigation conclusions code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.